Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his right and left sides. The area was described as ulcers with a hematoma-like irritation on one of his sides. The patient stated he sought medical attention, but that his doctor gave no recommendations. During a follow-up, the patient indicated that the irritation had improved.